Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that he experienced sensor reading discrepancies and has had to change the sensor every day since (B)(6) 2015. Customer had a new sensor for 3 or 4 hours and he calibrated at 105 and the sensor started to trend low. Sensor was reading 48 mg/dl and the insulin pump went into threshold suspend but his blood glucose was 200 mg/dl. Customer did declined troubleshooting and was going to monitor the readings and call back is issue persisted.